Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the fluid deficit rose to 3950cc using saline. The physician completed the procedure and then administered lasix. The patient had some bleeding and the physician placed a "foley catheter bulb to tamponade". The patient went to recovery and was doing "fine". The foley was removed and the patient was discharged home same day.